Event description:
Additional information received from a manufacturing representative reported the "electrode went out of the patient."

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that "two leads cross the patient skin". It was a complaint of the patient and the event occurred during device follow-up. The interventions / actions taken to resolve the issue includes a surgical intervention; the physician totally explanted the leads on (B)(6) 2015. Additional details provided include the detail that the leads were "rigide" for the occipital nerve stimulation (ons) procedure. The patient was alive with no injury at the time of the report. A follow-up report will be sent should additional information be received.